Manufacturer narrative:
Investigation report: the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 155582 and device part number 195-430h/ lot 150521. Quality control release testing met specifications and there were no notes regarding health status/ side effects / reactions found. The incoming inspection records were also reviewed for patient swab part number pk002545 / lot p0230 and they were deemed acceptable for release with no notes regarding health status/ side effects / reactions found. The current overall incident rate for adverse reaction to the test kit swab for this specific lot based on the total distributed devices is (B)(4). Based on the evidence available, it indicates that the lot performing as expected overall. In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however the issue will continue to be monitored and tracked.

Manufacturer narrative:
G4, PMA/510(k): eua number updated/corrected.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported burning sensation on the nose immediately after using the nasal swab with the binax now covid-19 ag self test performed (B)(6) 2021. No additional patient information, including treatment and outcome, was provided.